Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.

Event description:
Sales consultant reports that an explant procedure was done for a locking compression plate fracture to the left proximal tibia for a non union on (B)(6) 2013. The original surgery implant was performed on (B)(6) 2012. Surgeon had a culture done to rule out infection but results have not been obtained. A complete new replacement is scheduled in 2 weeks time. This report is for a 3.5mm pelvic cortex screw self-tapping 65mm. This is 3 of 13 reports for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot number is unknown; therefore a review of the device history record could not be completed. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided.